Manufacturer narrative:
The system was serviced in the field and the configuration file was replaced because the present one was corrupt. Gain calibrations were performed and the system was fully operational. (B)(4). Software analysis determined that this was a known issue tracked through the medtronic databases. (B)(4). Other relevant device(s) are: product ID: b I-500-01065, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the site was unable to calibrate the system. The system was 18 days overdue. When calibration was attempted, the lights flashed green but nothing else happened. No patient was present. Additional information was received. It was reported that gain calibrations were not possible. Additional information from the representative about cause. One file definitely was corrupt but both were reloaded. It was more than likely the configuration file that was bad.